Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported during intra-aortic balloon (iab) therapy, blood was backing up into the helium tubing. The patient was taken to the cardiac cath lab for intra-aortic balloon (iab) removal but the customer had difficulty removing the balloon. The patient will be taken to the cardiovascular operating room (cvor) for a cut down removal by a surgeon. The pump is turned off and at this point the patient is reported as stable. The insertion was reported to be axillary, which is not the method described in the device instructions for use.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, blood was backing up into the helium tubing. The patient was taken to the cardiac cath lab for intra-aortic balloon (iab) removal but the customer had difficulty removing the balloon. The patient will be taken to the cardiovascular operating room(cvor) for a cut down removal by a surgeon. The pump is turned off and at this point the patient is reported as stable. The insertion was reported to be axillary, which is not the method described in the device instructions for use.